Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a retinal detachment repair procedure on the right eye, two ophthalmic laser probes from the same batch became stuck in the trocar cannula, preventing smooth transition through the port. When the probe was pulled back, the trocar was pulled out along with it. The surgery was completed on the same day by replacing the probe with another one. No patient impact was reported.

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The laser probe (lp) was returned for testing on this investigation. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot number was performed. There were no relevant contributing factors identified. A review for complaints reported against this lot number was performed. There was no relevant complaint found, as part of this investigation. The laser probe (lp) was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated opthalmic system and was successfully recognized. A fit check was performed with a trocar and resistance was found with the cannula. A visual assessment under a microscope was performed and revealed excess adhesive. The root cause of the reported event is attributed to excess adhesive. It remains inconclusive how or when the excess adhesive was deposited on the cannula. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).